Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 446mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer called the paramedics who offered to take the customer to the hospital. The customer declined going to the hospital and did not receive treatment from the paramedics. A supply change was performed to address the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.